Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the following occurred during a revision procedure to remove a competitor¿s device (arthrosurface hemi cap). After removal of the competitor¿s device a reverse total shoulder procedure was then performed. During the procedure an arthrex ar-1999hh (ratcheting handle), lot 8001640 was not ratcheting correctly and could not be used. While being used to insert a central screw, an ar-9545-t15-03 (driver shaft), lot 8001643, tip broke off in the head of the screw. The tip was not retrieved and it remains in the screw in the patient. An ar-9545-t15-02, (driver shaft), lot 8001819, was also used and it was reported that the threads of the driver were twisted when tightening the superior screw. The superior peripheral screw ar-9145-42nl, lot unknown, snapped off at the shaft and half of the screw was left in the patient unretrieved.